Event description:
Aly, 2023 ¿ iliocaval and iliofemoral venous stenting for obstruction secondary to tumor compression: single center experience venography was performed to delineate the anatomy of the obstruction (fig. 1,2). The obstruction was crossed using a combination of 4 fr/5 fr catheter and 0.035 crossing wire. When dvt was present pharmaco-mechanical or pure mechanical thrombectomy was performed according to the operator¿s preference. In acute dvt cases where the thrombus was not cleared by thrombectomy, an infusion catheter was placed, and overnight thrombolysis was performed. Intravascular ultrasound (ivus) was used in some cases to better delineate the extension and degree of the obstruction. Ivc, iliocaval and/or iliofemoral stent placement was then performed. Multiple stent types were used depending on operator preference including wall stent (boston scientific, marlborough, ma, USA), venovo (bard/becton, dickinson and company, tempe, arizona, USA), vici (boston scientific, marlborough, ma, USA), smart (cordis corp, fremont, ca, USA), zilvervena (cook, bloomington, in, USA) and/or viabahn stent graft (wl gore and associates, flagstaff, az, USA). Post-stenting balloon dilatation was performed when necessary to dilate the stents to target diameter. Loss of patency: primary patency of the placed stents at 1, 3 and 6 months was 93%, 81% and 69% respectively (fig. 4). 7% loss of patency at 1 month 19% loss of patency at 3 month 31% loss of patency at 6 month.